Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition that the motor device had damage to the hose above connection to the foot pedal was not confirmed. However, during repair, it was observed that the device had damaged paws which caused the device to heat up and not hold the cutter securely. The assignable root cause was determined to be due to forcing the cutter into the unit and not locking it completely which is user error and worn out vanes due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had damage to the hose above connection to the foot pedal. During service and repair, it was determined that the device was heating up, the cutter would not secure into the locking mechanism, failed rotational speed assessment, the pawls were damaged and vanes were worn out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.